Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and found that the device had low rotations per minute (rpm) and a hole at the muffler. It was determined that the damage was on location 1 of the muffler. It was also observed that the motor had worn components due to age. It was further determined that the low rotations per minute were due to the motor being worn out from normal use and servicing over time. It was determined that the component damage (hole in the hose at the muffler) was caused by the manufacture fixture from improper assembly / manufacture. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the tubing. During in-house engineering evaluation, it was found that the device had low rotations per minute (rpm) and a hole in the hose at the muffler. It was also observed that the motor had worn components. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.